Event description:
The impantable cardiac defibrillator and associated leads were explanted due to infection. The physician's office stated there was no evidence that the implantable cardiac defibrillator caused or contributed to the pt's infection. The infection is being reported under an agreement that was communicated to FDA on 11/13/1997, in which all infections occurring within 30 days of implant shall be reported. This agreement followed an inspection by FDA's office.